Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the charging time on battery is out of tolerance. There was no reported pt involvement/adverse patient impact.